Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device changeout procedure for normal battery depletion, this right ventricular (rv) lead exhibited loss of capture (loc) and high pace impedances resulting in greater than 3000 ohms. A lead fracture was suspected. The lead was surgically abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported.